Event description:
It was reported that the instrument was fractured. Multiple attempts have been made to obtain additional information. No response has been received at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to implant the implant it fractured. The surgery was completed with a second device. There was no foreign body retained or harm to the patient reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with severe wear and tear. There are nicks, gouges and scratches across the entire impactor body. The strike plate has fractured off from the impactor body and not all pieces were returned. Optical images of the device fracture revealed river lines artifacts and a hinge at its edge suggesting a bending overload mode of fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.